Event description:
P-12 cutting needle separated from the 3-0 v-loc 180 suture while in use. The needle was not found until an x-ray could be performed at which time the needle was removed from the pt. Dates of use: several minutes on (B)(6) 2012. Reason for use: surgical intervention.